Event description:
According to the information received, a trivial pericardial effusion located posteriorly at the level of the mitral valve was noted on the transthoracic echocardiogram on (B)(6) 2011. Upon further review of the discharge transthoracic echocardiogram the same trivial pericardial effusion was noted but not reported on the echocardiogram report. The subject will follow-up in 6 months.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. This event is reportable per the FDA's request to receive all hemodynamic compromise events. The independent (B)(4) considered this event resolved and not related to the study. The aga medical erosion board reviewed and adjudicated this event on (B)(6), 2011 and determined no erosion occurred.